Manufacturer narrative:
An event regarding revision due to pain and loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that the shell had loosened and spun, causing a limb length discrepancy and muscle contracture. The event could not be confirmed nor could the root cause be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that patient has red bumps around ankles and pain and discomfort. Additional information received from legal on (B)(6) 2018: plaintiff alleges the right rejuvenate hip implanted on or about (B)(6) 2010 failed causing pain and elevated metal ion levels, which has not yet required a revision. Update (B)(6) 2018: sales rep reported patient's right hip was revised due to pain. The surgeon reported that the shell had loosened and spun, causing a limb length discrepancy and muscle contracture. Rep observed and surgeon reported no wear or anything of note with the femoral components. Due to patient's poor bone quality, patient was revised to a competitor cage with a stryker liner and a femoral spacer with the plan to re-measure the patient for permanent implants. Sales rep said she would be able to supply additional device information.